Event description:
Patient brought to hospital post fall for lumbar surgery. Covidien mallinckrodt oral/nasal tracheal tube cuffed reinforced placed during surgery. No issues reported intraoperatively or postoperatively. Patient was transferred to the neuro-ICU. When he awoke from sedation/anesthesia, he bit into the same endotracheal tube (ett) (which was a reinforced-type ett) and the tube was then seen to be very flattened between the patient's teeth. There was no bite block in patient's mouth at this time. Patient noted to be receiving 200cc tidal volume at the time the flattened tube. Doctor unable to pass the suction catheter through the "kinked" ett and noted an audible cuff leak with a presumed ruptured pilot balloon. The doctor attempted to mold the ett back into a round shape and was unable. Patient's spo2 was 100% at this time. Doctor noted that due to the severe ett obstruction the patient would need the ett exchanged soon. Doctor noted patient was visibly a difficult airway, he has ankylosing spondylitis, and his head stays in a flexed position after pillow is removed, even after a dose of vecuronium. Patient's mouth opening was about 2 fingers wide and his jaw could not be thrust forward. Doctor obtained the glidescope which was used to visualize the existing ett passing through the cords. This ett was then removed.